Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ conventional syringe had defective molding.

Event description:
It was reported that bd¿ conventional syringe had defective molding.

Manufacturer narrative:
H.6. Investigation summary: one photo of three loose 10ml syringes and thirty-two physical samples of loose 10ml syringes were received and evaluated. The syringes were confirmed to be from mold # c274 and cavity # 55. It was observed that all samples had large flash on the tip of the barrel. DHR: release date: 6/05/2018. Released quantity was (B)(4). All visual inspections were performed as per requirement. A quality notifications was issued for molding tip defect related to the complaint defect. Adjustments were made and product requalified per applicable aql before production resumed. Batch 8129934 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Potential root cause for the flash/molding defect is associated with a damaged tip insert in a molding machine. No corrective actions are necessary based on the defective rate identified.